Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress.

Event description:
Roi-c: 3 broken cages and bent awl. According to the available description , the surgeon was impacting anchoring plate with impactor 1 then 2 at c5-6 when peek cage cracked (12x14 h6). He removed the anchoring plates and peek debris. He proceeded to try it again with a new peek cage and plates (12 x14 h6) and again the peek cracked just like before. He removed the anchoring plates and peek debris. The reporter suggested the awl and using a new inserter and he agreed to do both. After using the awl and new inserter he implanted the new peek and plate (12x14 h6) cracked again following impactor 1 & 2. The awl was also bent at the tip after impacting. Surgery delayed 1 hour. No patient impact or serious injury was reported. Additional information was requested. Investigation ongoing.

Event description:
This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Manufacturer narrative:
Corrections to all fields. This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.